Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon inserted into cervix [foreign body in reproductive tract]. Felt resistance upon removing tampon [device difficult to use]. Consumer reported via email that she felt resistance when attempting to remove the tampon. She later found that the tampon had advanced into the cervix. No serious injury was reported.